Event description:
Ref.393222. Lot concerned: 3339653p01 (exp: 2026/11/30). Today, the nurse on the 3rd floor tried to insert a peripheral venous line. She didn't get any venous return; when she removed the canula, she realized that a broken piece had remained in the catheter at the level of the puncture. She removed the catheter and the piece of needle without difficulty. The batch and equipment were returned to anne conquet.

Manufacturer narrative:
Based on the returned sample, curve edges were observed on the broken edge of the cannula. This suggested that material necking has taken place and likely to be caused by cannula being bent beyond the ultimate strength that the cannula can withstand. This eventually led to broken cannula. The manufacturing process has been reviewed. There is no process in the manufacturing that would cause the cannula to bend to such extent that would break the cannula. In addition, if the needle was bent, it is not possible to assemble the protection tube. Therefore, the reported nonconformance is not caused by the manufacturing process. The probable root cause for the broken cannula could be due to manipulation of product or inappropriate storage of the product such as over packing the shelf which resulted in product to bend. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Complaint trend would be monitored.

Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l needle broken during/after use today, the nurse on the 3rd floor tried to insert a peripheral venous line. She didn't get any venous return; when she removed the canula, she realized that a broken piece had remained in the catheter at the level of the puncture. She removed the catheter and the piece of needle without difficulty. The batch and equipment were returned to (B)(6).

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.